Manufacturer narrative:
One device was received for evaluation. A visual inspection noted the tamper seal broken, on plunger assembly. Found crack on right plunger case. Occlusion test was performed multiple times and was unable to duplicate the check clutch error. The cause of the reported issue may have been caused by the customer manipulating the syringe or plunger head during the infusion. Replaced the lead screw and both clutch halves for preventive action and performed preventive maintenance and all functional testing. With no indication of a manufacturing issue, no device history review was conducted. A review of service history found the device had not been in for service in the previous year.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that there was an error message. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.